Manufacturer narrative:
An event of kidney's dysfunction, sepitc shock that resulted in multi organ failure and patient death was reported. It was also reported that the patient treated with both electric and pharmacological cardioversions. Patient comorbilities include superficial femoral artery occlusion and ischemia. Field indicated that the death was not related to the performance of the implanted device or to the procedure or to the patient's comorbidities. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on medical review : the death was caused by most likely a procedure related infection in combination with acute renal failure. Both infection and renal failure are potential known adverse events that may occur following open heart surgery.

Event description:
Crd_985 - arb pmcf. It5851 - 811 (r752223401) it was reported that on (B)(6) 2023, a 28mm sjm seguin annuloplasty ring was implanted in a patient. On (B)(6) 2023, day 3 post-procedure, oliguria's onset, and kidney's function worsening with serum creatinine level 3 mg/dl. Pulmonary worsening and the patient went into septic shock. The patient was treated with necessity of noradrenaline, continuous veno-venous hemofiltration (cvvh) and antibiotic therapy. On (B)(6) 2023, tracheostomy was performed. Patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). Subsequent to the previously filed report, additional information was received. Atrial fibrillation onset on (B)(6) 2023, treated with both electric and pharmacological cardioversions. It was also reported that in pre-existing condition of superficial femoral artery occlusion, the patient developed left foot ischemia on (B)(6) 2023. The vascular surgeon planned a left foot amputation for when the ischemic area would be better delimited. The patient died on (B)(6) for different causes than the left foot ischemia, and the amputation never happened.